Manufacturer narrative:
The complaint sample was returned to greatbatch medical for evaluation and the reported event was confirmed. Two (2) of the reamer head tabs had fractured, and the remaining two (2) were severely deformed. Visual inspection of the complaint sample observed the reamer head tab fractures and deformation would not have been caused by repeated intended use, but external forces being applied which resulted in the fracture and deformation. The cause of the malfunction is attributed to user misuse and overload. It was also noted the complaint sample was returned incomplete missing the outer sleeve component. A manufacturing review was completed and there were no discrepancies found. No further investigation is required. Device available for evaluation updated to include date device was returned to manufacturer.

Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a form will be submitted. Complaint information was provided by corin limited. Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure the connection end had fractured. The procedure was completed successfully with another device and there were no adverse events reported as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.